Event description:
Procedure: inguinal hernia repair. According to the reporter, the balloon was already broken in the package. There was a tear or rip in the balloon. The balloon was not used in the procedure. A new one was used to complete the case.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 07/09/2015.